Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with mitral regurgitation for a mitraclip procedure. The steerable guide catheter was replaced because it would not retract. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
Additional information received. This was a duplicate event and was already captured under (B)(4). All pertinent and additional information will be sent under (B)(4).